Event description:
It was reported that the pacemaker was not functioning as intended. A request was made to interrogate and adjust the device. Currently, this product remains in service and no adverse patient effects were reported.